Event description:
Rptr had back surgery (l3-4 & 4-5) done on 3/28/94. Dr put in 2 rods and 6 screws. Rptr is in pain all the time, can't stand for more than 30 mins and doesn't know how she'll be able to work again.